Manufacturer narrative:
The company clinical applications specialist (cas) reviewed the calculation and the images. The cas noted there was fair to poor fixation seen in the fringe pattern. There was an artifact in the wide field of view (wfv) camera. There was possibly wound edema. The limbal exposure was good. The system suggested an intraocular lens (iol) power of 16.5 diopters and the iol implanted was 17.5 diopters. The target refraction was entered as plano. An iol exchange was completed and a 19.0 diopters iol was implanted. The iol placement was not captured post insertion of the iol. It appears that with these considerations, the system calculations should not have been used. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an unexpected outcome post analyzer guided cataract surgery. An intraocular lens explant was done approximately one month later. Surgeon noted that the patient is post refractive and anticipated the result to be off. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, patient complained of difficulty with near vision in the left eye and halos.